Event description:
Customer informed ansell healthcare products llc that after using the lifestyles polyisoprene lubricated condom, she had repeatedly developed (B)(6). She has visited her regular gynecologist and was prescribed the following: (B)(6).